Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Event description:
Manufacturer's ref (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer replaced the expiratory valve coil and returned it for investigation. An inspection of the returned expiratory valve coil did not show any anomalies. When tested in the reference ventilator, pre-use check and simulated use test ventilation passed without issues. Evaluation of received device logs confirms failed pressure transducer and expiration valve tests. The test failed due to that the voice coil force was out of range. Based on previous investigations the cause to the expiration valve test failure in the pressure transducer test was the expiratory cassette membrane. The membrane gets more rigid during use and cleaning and the membrane rigidity affects the offset current for the expiratory valve coil. According to our service manual, the membrane should be replaced when it has operated 10.000.000 breathing cycles. A malfunctioning expiratory valve may lead to inadequate ventilation. This will be detected during pre-use check and during ventilation by generated alarms. The conclusion in this matter is that the returned expiratory valve coil was found faultless. A defective expiratory cassette membrane may have caused the reported test failure, but this could not be confirmed.